Manufacturer narrative:
This is an historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpt user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visible enlarge tissue volume within the treatment area, which may develop 2 to 5 months after treatment. Surgical intervention may be required, rah is not related to any coolsculpting device failure mode by it is included in the risk management files of the device because it is a risk that is inherent to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting on (B)(6) 2018 on mid & lower abdomen, flanks using cooladvantage and coolcountour+ is experiencing paradoxical hyperplasia (ph) on his flanks and abdomen post coolsculpting.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting on (B)(6) 2018 on mid & lower abdomen, flanks using cooladvantage and coolcountour+ is experiencing paradoxical hyperplasia (ph) on his flanks and abdomen post coolsculpting.